Event description:
It was reported that the pump battery would not charge despite attempts using different wall outlets and adapters. The customer confirmed that their blood glucose level did not exceed 500 mg/dl. Technical support instructed the customer on troubleshooting steps and eventually arranged to replace the malfunctioning pump. The customer was informed about the replacement and agreed to return the defective device, though they did not share details about their backup insulin therapy.